Event description:
It was reported that several cartridge alarms occurred during the load sequence. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. Cts will replace the pump.there was no adverse impact to the customer¿s blood glucose level.